Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact left a voicemail for tandem technical support regarding an issue with the customer's fill estimate. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.